Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), pelvic inflammatory disease ('pelvic inflammatory'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy with contraception') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), feeling abnormal ("neurological conditions or problems type: brain fog"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vulvovaginal mycotic infection, feeling abnormal, depression, anxiety, acne, abdominal distension and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, acne, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, mood swings, pelvic inflammatory disease, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query. Pregnancy outcome were updated from not reported to spontaneous abortion. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), pelvic inflammatory disease ("pelvic inflammatory "), feeling abnormal ("neurological conditions or problems type: brain fog "), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"), was found to have weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("pregnancy with contraception"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vulvovaginal mycotic infection, pelvic inflammatory disease, feeling abnormal, depression, anxiety, acne, abdominal distension, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abortion spontaneous, acne, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, mood swings, pelvic inflammatory disease, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet received, case become invalid to valid significant new reporter, lab data ,essure indication event injury replaced with abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: yeast, pelvicinflammatory, migration of essure device location of device: unknown, neurological conditions or problems type: brainfog, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: depression / anxiety, or skin conditions type: acne, gastrointestinal or digestive system condition type: bloating, weight loss were added. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.